Event description:
Event description cpi received information that patient with a bipolar eluting lead (4285), noted intermittant loss of capture, they could not achieve ventricular lead impedance. They reprogrammmed around this and the lead remains implanted.